Manufacturer narrative:
D10 concomitant products: mrasi0011, cadiere forceps mrasi0011 (serial# unknown) mrasa0002, endoscope adapter mrasa0002 (serial# unknown) mrasi0004, bipolar fenestrated grasper mrasi0004, (serial# unknown) mrasi0006, large needle driver mrasi0006, (serial# unknown) mrasi0001, monopolar curved shears mrasi0001, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted surgery using a reload, the patient experienced intraabdominal bleeding. The adverse event resulted in hospitalization and blood transfusions were administered. The patient recovered and intraabdominal bleeding was resolved following the interventions. It was noted that the adverse event was possibly device related.